Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. It was reported this event affected 5000 tubes. The following information was provided by the initial reporter. The customer stated: "several tubes have "yellow spots" inside the tube."

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. It was reported this event affected 5000 tubes. The following information was provided by the initial reporter. The customer stated: "several tubes have "yellow spots" inside the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-24 h6: investigation summary bd received 210 samples and one photos for investigation. The photos and samples were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Bd was not able to identify a root cause for the indicated failure mode.